Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 102 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.